Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that molding defect occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "collapsed tubes observed by warehouse staff. 6 trays affected tubes. First row of each tray affected." 54 occurrences were reported and discovered before use.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and collapsed tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that molding defect occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "collapsed tubes observed by warehouse staff.6 trays affected tubes. First row of each tray affected." 54 occurrences were reported and discovered before use.